Manufacturer narrative:
Utmd is filing a medwatch because a death occurred, that was allegedly related to the use of PICC-nate. Hospital risk management reported that the event was not attributed to the device itself. Result; the device was not returned to utmd for evaluation.

Event description:
A PICC was placed in 2005. The PICC had allegedly been inserted into the right atrium of the heart. The infant died three days later.